Event description:
(B)(4). Event occurred in (B)(6). The patient's infusion set's tubing was detached from the site which is close to the body (quick release part). The site location was abdomen and the patient was carrying the pump on the belt and the line was at the same side with the pump. The patient's blood glucose was high. No further information available.